Event description:
It was reported that during a cardiac resynchronization therapy defibrillator procedure, a guide wire core wire broke. The coronary arteries were accessed to deliver the defibrillator. The guide wire .035 inch 180 cm was inserted into the patient and used once successfully. The preparation for the second advancement, outside the pt, the physician noticed that the core wire was broken at "approximately 20cm." The procedure was completed with another unspecified guide wire. No pt injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure which limited the performance of the device.